Manufacturer narrative:
Intuitive has received the harmonic ace instrument associated with this complaint and completed investigations. The harmonic ace instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece, approximately 0.48" x 0.10" was not returned; material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08/lot# l90220116 0166) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed the error message "reduce pressure on blade". The harmonic ace instrument was no longer usable and then had to be replaced. A similar backup instrument was used to proceed with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.